Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) reading of around 600 mg/dl with ketones resulting in diabetic ketoacidosis. Suspected cause of the adverse event was due to not having an active continuous glucose monitoring session on the pump at the time of the event. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump and administered a manual injection to address bg level. A system check was performed, and no issues were identified. At the time of the event, the customer received multiple high bg alerts to inform the customer of the rising bgs.